Manufacturer narrative:
No additional information is available at this time. If additional information becomes available the event will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received from the field representative stating that no intervention has been done at this time as the physician has opted to monitor the situation. No issues were found with the device upon interrogation. No adverse patient effects were reported.

Event description:
Additional information was received that another alert was generated for high out of range shock impedance measurements. No adverse patient effects were reported.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited high out of range shocking impedance measurements. An email was sent to the boston scientific field representative in an attempt to obtain additional information. No adverse patient effects were reported.